Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported experiencing a hypoglycemia event with a reading of 4.1 mmol/l along with hypoglycemia symptoms of sweating, shaky and sleepy. Caller stated her target range is 6-10 mmol/l. Caller reported the meter recommended her to eat 61 grams of carbs; feels meter should have recommended 32 grams and not 61 grams. No adverse event reported. Requested return of the alleged device for evaluation.